Manufacturer narrative:
UDI: (01) gtin unavailable, product made prior to gtin compliance date. Initial reporter is synthes sales representative. Investigation summary visual inspection: the returned device was examined and was found to have a stripped distal drive tip. Additionally, the handle showed deformation consistent with wear. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. No further visual defects or deficiencies were noted. Conclusion: it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 314.120, lot: 2066, manufacturing site: (B)(4). Device history review not available as device is older than 15 years. At this time the manufacturing documents for instruments had to be stored for 10 years. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a large hexagonal screwdriver with an unknown allegation was returned to the synthes monument location. This report is for one (1) large hexagonal screwdriver this is report 1 of 1 for (B)(4).